Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases and side bail covers are broken. Ring cover, battery drawer and heart lead flex are contaminated. Lead flex cover is corroded. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.